Event description:
It was reported a motor stall occurred (B)(6) 2012 without recovery, confirmed in pump logs, cause of motor stall was unknown. May have exceeded tube set, also noted in pump logs. The patient went to emergency room the day before report due to return of pain and symptoms of withdrawal. It was noted, the patient had magnetic resonance imaging (MRI) on (B)(6) 2012, and had a motor stall with recovery at that time. It was later reported, the pump was set to minimum rate and was to be scheduled for replacement, no date was reported. The system was used to infuse bupivacaine and dilaudid. A follow up report will be sent if additional information becomes available.

Event description:
Additional information received reported the pump motor stalled again at 00:10 on (B)(6) 2013 and recovered the same day at 07:50. The motor stalled again the next day with no motor stall recovery noted in the event logs. It was noted the patient was taking oral medications as well so he did not have any therapy issues or withdrawal. It was noted the patient was being scheduled for a pump replacement, but the date of surgery was unknown.

Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to gear-pinion. A partial catheter segment (proximal) was returned; analysis of the same revealed no significant anomaly, patent catheter.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Patient programmer: model 8832, serial# (B)(4), implanted: na, explanted: na. Catheter: model 8709, lot# j10996r15, implanted: 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced on (B)(6) 2013. Patient sustained not injury